Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose from october 29 to november 2, 2018 with blood glucose of below 20 mg/dl at the time of the incidents. The customer was at 200 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated the pump may be over delivering insulin. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.